Manufacturer narrative:
(B)(4). The customer reported that they were unable to achieve pacing capture during a pt event. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to achieve pacing capture during a pt event.